Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Atrial pace lead impedance was 1615 ohms on (B)(6) 2016. Sensing integrity counts went up to 27 (within 10 days).

Event description:
It was reported that the setscrew of the right ventricular (rv) lead was difficult to tighten. It was not possible to untighten the setscrew to ensure the integrity of the header with several wrench kits. Finally the sealing lip was removed to untighten the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.